Event description:
A report was received that the patient ipg is turning on and off by itself and the patient is having difficulty charging the ipg. The patient will undergo a revision procedure to replace the ipg.

Manufacturer narrative:
Additional information was received that ipg was explanted and replaced. During surgery, the leads were tested and lead was functioning normal. The physician suspected that there was an ipg malfunction and decided to replace. The patient is reportedly doing well following the procedure. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The possibility that the ipg could cause stimulation to turn on and off by itself was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored for errors. No intermittent anomalies were noted in the output. Device exhibits normal device characteristics. Therefore, the reported complaint that the ipg could cause stimulation to turn on and off by itself was not duplicated or confirmed.

Event description:
A report was received that the patient ipg is turning on and off by itself and the patient is having difficulty charging the ipg. The patient will undergo a revision procedure to replace the ipg.